Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 09-nov-2023, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant potassium results on a 97 year old female patient with shortness of breathe, & wheezing. There was no additional patient information at the time of this report. Return product is available for investigation. Method, date, tested, result, sample; au, (B)(6) 2023, 01:20, 6.7 mmol/l, a. I-stat; (B)(6) 2023, 02:49, 4.1 mmol/l, b; au, (B)(6) 2023, 20:28, 7 mmol/l , c; I-stat, (B)(6) 2023, 20:22, 4.2 mmol/l, d. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 13-dec-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Al, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h23233.